Manufacturer narrative:
Report date: 18jan2019. Date received by manufacturer: 17jan2019. Type of reportable event: correction to malfunction. The manufacturer¿s international service technician confirmed the reported issue and instructed the customer to contact the equipment dealers for consultation and training. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 20dec2018. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported battery failure. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.